Event description:
It was reported that an intraocular lens (iol) was fully inserted and then removed from the patient's right eye because physician noticed a scratch on iol. This was replaced by back-up iol. There was no other adverse event. The patient was fine post-op. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section g4: combination product box in the initial report was not populated. Therefore, this report is being submitted to correct that, field below updated: section g4: combination product: no. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck to a piece of paper and cut. The lens was cleaned and, a scratch was observed on the optic body. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue " dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.